Event description:
Customer reported not being able to set up his freestyle freedom meter and he experienced a severe headache. Customer reported going to his dr who diagnosed customer with severe hyperglycemia and treated him with morphine and insulin. Adc customer service assisted customer to set up his meter properly.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.